Manufacturer narrative:
(B)(4). (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient has been indicated for revision due to dislocation and loosening of the fixation device. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Unique identifier (UDI)# - (B)(4).

Event description:
It was reported that the patient was revised due to dislocation and loosening of the fixation device. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The reported event is confirmed. No products were returned; therefore, the visual and dimensional inspections were not performed. X-ray review identified that there was instability of the joint. Radiolucent hardware bridging the two ends is not seen and assumed to be lax or disrupted. Loosening of hardware is not confidently suggested as the lucency in the clavicle may be related to a tract from hardware placement. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.